Event description:
This lead was intended for pt implant in (B)(6). Intraoperative testing of the device revealed invalid impedence readings on all contacts. A new lead was used to successfully complete the case. No further issues were reported.

Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. As received, the lead failed continuity and stress testing on channels 3 and 4. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30-day reporting requirement as part of an add'l retrospective review initiated in response to the 03/2011 FDA inspection. We are submitting this MDR as the result of a re-eval of our complaint process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.